Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had advised that the silver coating was coming away and giving off a chemical from the foley catheter. The coating seemed to have come away or oxidized from the areas where urine had passed through it. Per follow up information received via ibc on 01may2024, it was reported that foley catheter was oxidized and no patient injury.

Event description:
It was reported that the customer had advised that the silver coating was coming away and giving off a chemical from the foley catheter. The coating seemed to have come away or oxidized from the areas where urine had passed through it. Per follow up information received via ibc on 01may2024, it was reported that foley catheter was oxidized and no patient injury.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned 10-photo sample noted one opened (without original packaging), used bardex ic silver foley. Visual inspection of the 10-photo sample noted an overview of the used catheter. The exterior of the 10-photo sample was inspected and noted no abnormality on the catheter as per the reported event. No root cause could be found because the reported event was unconfirmed. A labeling review is not required. The lot number was unknown; therefore, the device history record could not be reviewed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.